Event description:
A caller reported that the freestyle libre 2 reader would turn on with button press but not test strip insertion. The customer was unable to obtain glucose results, subsequently experiencing unspecified symptoms of hypoglycemia. The customer had contact with a healthcare professional, was diagnosed with hypoglycemia, and reportedly treated with insulin (dose/type unknown) injection. Please note that the treatment of insulin is not consistent with diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.